Manufacturer narrative:
Device eval by manufacturer: the device was not returned to boston scientific(bsc) and therefore device analysis could not be completed. The valve was implanted in the patient. Procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific (bsc) quality engineer. 14 series of procedural media from a transcatheter aortic valve implantation procedure were reviewed. Balloon aortic valvuloplasty (bav) is performed on the calcified annulus. In series 5 a time-lapse of approximately 7 minutes has passed. The lotus edge valve is being visualized in the correct locking view, as the braid-marker is visualized on the non-coronary cusp (ncc) side of the valve. The valve is positioned at the annulus in the horizontal anatomy in series 5, and it is paused before lock as the posts and buckles are not meeting. In this series post-6 (p-6) does not appear twisted, as a tuning fork is clearly visible. The valve has a severe waist, most likely a result of the reported moderate calcification. It appears that the delivery system has adequate centralization. There is no evidence of guidewire bias. In series 6 and 7, a 3-minute and 4-minute time lapse has occurred respectively. The left coronary side of the valve appears to have a severe waist and there is a tuning fork present at p-6 in both series. In series 9 a contrast assessment is taking place, with adequate coronary perfusion visible. The valve appears to have been placed deeper and the severe waist of the valve has lessened. In series 11, after another time-lapse, the valve is released, and a contrast assessment is performed with no visible valvular insufficiency evident. The media provided does not have any recordings of the reported twisted post at p-6, and there are no recordings of the partial-resheaths that were performed to mitigate the reported event.

Event description:
(B)(6) post market study. It was reported that a cerebral vascular accident (cva) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject had moderate aortic valve calcification and a type 0 bicuspid aortic valve .the subject was not on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A sentinel cerebral protection system was positioned. An isleeve introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 25 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate location within the aortic annulus. A twisted post was observed prior to locking. The lotus edge valve was re-sheathed and unsheathed, in accordance with the instructions for use (IFU), which mitigated the twisted post. The lotus edge valve was then locked and released without incident. The lotus edge valve was well-seated with minimal regurgitation and normal function. There was also good flow in right coronary artery(rca) and anomalous circumflex on angiography. No thrombus or shunt were noted in the intraoperative echo. The sentinel device was removed. Post procedure event summary: one day post index procedure, the subject was noted with confusion and unsteadiness. The subject was on aspirin and clopidogrel when the symptoms first appeared. Of note, the subject was alert and oriented (axo3) and independent at baseline prior to the procedure. The subject denied headache, nausea, vomiting, chest pain or shortness of breath. However, the subject was answering to questions with inappropriate giggling. On neurological examination, the subject was noted with moderate memory and concentration deficit. Legs were close to normal with 4+/5 reduced reflexes in the ankle. Recent and remote memory intact with short term recall. The subject had fluent speech with normal comprehension. Neurological exam summarized as normal cerebellar function, reflexes, cranial nerves, sensation and muscle strength. The subject was diagnosed with encephalopathy, weakness and incoordination at that time and differential diagnosis included stroke along with metabolic, toxic and concurrent illness. The neurology had low suspicion for stroke. Labs were done to assess encephalopathy which was later ruled out. Head computerized tomography(CT) revealed hypoattenuating area within the right frontal superior cortex with no visible intracranial hemorrhage or mass effect. Additionally, chronic appearance of left thalamic lacunar infarct was also noted. High intensity atorvastatin was initiated, and aspirin was continued. Magnetic resonance imaging(mr)I of the brain revealed bilateral acute supra and infratentorial infarcts, which were likely the source of altered mental status, largest in the right frontal lobe with a lesion of 2.5 cm corresponding with head CT. Additionally, there was also restricted diffusion in the cerebral hemisphere (right and left), central pons, right occipital lobe and bilaterally on the basal ganglia. The subject was diagnosed with minor stroke. Hospitalization was prolonged. The etiology of the stroke was ischemic, based on clinical symptoms and neuroimaging. Two days post index procedure, the subjects mentation returned to baseline and was feeling better. The subject however continued to have issues with gait with some improvement. Mental status exam improved from the previous day as well. Dual antiplatelet (dapt) therapy with aspirin and clopidogrel was continued and physio and occupational therapy along with cardiac rehabilitation were recommended for further improvement. Computed tomography angiography(cta) of the head and neck and medical optimization were recommended to reduce stroke risk factors. Four days post index procedure, the subjects condition improved. The subject was now able to speak in full sentences without any inappropriate giggling. The subjects gait also improved without any need for assistance. On the same day, the event was considered recovered and the subject was discharged on aspirin, clopidogrel and atorvastatin. Follow-up with the neurology stroke clinic was recommended in a month.

Manufacturer narrative:
H3: device eval by manufacturer: the device was not returned to boston scientific(bsc) and therefore device analysis could not be completed. The valve was implanted in the patient. Procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific (bsc) quality engineer. 14 series of procedural media from a transcatheter aortic valve implantation procedure were reviewed. Balloon aortic valvuloplasty (bav) is performed on the calcified annulus. In series 5 a time-lapse of approximately 7 minutes has passed. The lotus edge valve is being visualized in the correct locking view, as the braid-marker is visualized on the non-coronary cusp (ncc) side of the valve. The valve is positioned at the annulus in the horizontal anatomy in series 5, and it is paused before lock as the posts and buckles are not meeting. In this series post-6 (p-6) does not appear twisted, as a tuning fork is clearly visible. The valve has a severe waist, most likely a result of the reported moderate calcification. It appears that the delivery system has adequate centralization. There is no evidence of guidewire bias. In series 6 and 7, a 3-minute and 4-minute time lapse has occurred respectively. The left coronary side of the valve appears to have a severe waist and there is a tuning fork present at p-6 in both series. In series 9 a contrast assessment is taking place, with adequate coronary perfusion visible. The valve appears to have been placed deeper and the severe waist of the valve has lessened. In series 11, after another time-lapse, the valve is released, and a contrast assessment is performed with no visible valvular insufficiency evident. The media provided does not have any recordings of the reported twisted post at p-6, and there are no recordings of the partial-resheaths that were performed to mitigate the reported event. B5: describe event or problem: updated. E1: initial reporter phone: updated. H6: patient codes: updated.

Event description:
Reprise IV post market study. It was reported that a cerebral vascular accident (cva) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject had moderate aortic valve calcification and a type 0 bicuspid aortic valve .the subject was not on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A sentinel cerebral protection system was positioned. An isleeve introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 25 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate location within the aortic annulus. A twisted post was observed prior to locking. The lotus edge valve was re-sheathed and unsheathed, in accordance with the instructions for use (IFU), which mitigated the twisted post. The lotus edge valve was then locked and released without incident. The lotus edge valve was well-seated with minimal regurgitation and normal function. There was also good flow in right coronary artery(rca) and anomalous circumflex on angiography. No thrombus or shunt were noted in the intraoperative echo. The sentinel device was removed. Post procedure event summary: one day post index procedure, the subject was noted with confusion and unsteadiness. The subject was on aspirin and clopidogrel when the symptoms first appeared. Of note, the subject was alert and oriented (axo3) and independent at baseline prior to the procedure. The subject denied headache, nausea, vomiting, chest pain or shortness of breath. However, the subject was answering to questions with inappropriate giggling. On neurological examination, the subject was noted with moderate memory and concentration deficit. Legs were close to normal with 4+/5 reduced reflexes in the ankle. Recent and remote memory intact with short term recall. The subject had fluent speech with normal comprehension. Neurological exam summarized as normal cerebellar function, reflexes, cranial nerves, sensation and muscle strength. The subject was diagnosed with encephalopathy, weakness and incoordination at that time and differential diagnosis included stroke along with metabolic, toxic and concurrent illness. The neurology had low suspicion for stroke. Labs were done to assess encephalopathy which was later ruled out. Head computerized tomography(CT) revealed hypoattenuating area within the right frontal superior cortex with no visible intracranial hemorrhage or mass effect. Additionally, chronic appearance of left thalamic lacunar infarct was also noted. High intensity atorvastatin was initiated, and aspirin was continued. Magnetic resonance imaging(mr)I of the brain revealed bilateral acute supra and infratentorial infarcts, which were likely the source of altered mental status, largest in the right frontal lobe with a lesion of 2.5 cm corresponding with head CT. Additionally, there was also restricted diffusion in the cerebral hemisphere (right and left), central pons, right occipital lobe and bilaterally on the basal ganglia. The subject was diagnosed with minor stroke. Hospitalization was prolonged. The etiology of the stroke was ischemic, based on clinical symptoms and neuroimaging. Two days post index procedure, the subjects mentation returned to baseline and was feeling better. The subject however continued to have issues with gait with some improvement. Mental status exam improved from the previous day as well. Dual antiplatelet (dapt) therapy with aspirin and clopidogrel was continued and physio and occupational therapy along with cardiac rehabilitation were recommended for further improvement. Computed tomography angiography(cta) of the head and neck and medical optimization were recommended to reduce stroke risk factors. Four days post index procedure, the subjects condition improved. The subject was now able to speak in full sentences without any inappropriate giggling. The subjects gait also improved without any need for assistance. On the same day, the event was considered recovered and the subject was discharged on aspirin, clopidogrel and atorvastatin. Follow-up with the neurology stroke clinic was recommended in a month. It was further reported that during the index procedure, the subject had urinary incontinence and oozing. One day post index procedure, the subject had incomplete right bundle branch block(rbbb). No action was taken to treat the rbbb. On (B)(6) 2020, nihss stroke score was noted to be 2: (1) best language: mild-to-moderate aphasia and (1) dysarthria: mild to moderate dysarthria. At the time of reporting, the event of rbbb was considered not recovered.

Event description:
Reprise IV post market study. It was reported that a cerebral vascular accident (cva) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject had moderate aortic valve calcification and a type 0 bicuspid aortic valve .the subject was not on a prior regimen of aspirin and antiplatelet medication other than aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A sentinel cerebral protection system was positioned. An isleeve introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 25 mm lotus edge valve involved successful repositioning of the lotus edge valve with partial re-sheathing of the valve in the delivery system catheter and deployment into a more accurate location within the aortic annulus. A twisted post was observed prior to locking. The lotus edge valve was re-sheathed and unsheathed, in accordance with the instructions for use (IFU), which mitigated the twisted post. The lotus edge valve was then locked and released without incident. The lotus edge valve was well-seated with minimal regurgitation and normal function. There was also good flow in right coronary artery(rca) and anomalous circumflex on angiography. No thrombus or shunt were noted in the intraoperative echo. The sentinel device was removed. Post procedure event summary: one day post index procedure, the subject was noted with confusion and unsteadiness. The subject was on aspirin and clopidogrel when the symptoms first appeared. Of note, the subject was alert and oriented (axo3) and independent at baseline prior to the procedure. The subject denied headache, nausea, vomiting, chest pain or shortness of breath. However, the subject was answering to questions with inappropriate giggling. On neurological examination, the subject was noted with moderate memory and concentration deficit. Legs were close to normal with 4+/5 reduced reflexes in the ankle. Recent and remote memory intact with short term recall. The subject had fluent speech with normal comprehension. Neurological exam summarized as normal cerebellar function, reflexes, cranial nerves, sensation and muscle strength. The subject was diagnosed with encephalopathy, weakness and incoordination at that time and differential diagnosis included stroke along with metabolic, toxic and concurrent illness. The neurology had low suspicion for stroke. Labs were done to assess encephalopathy which was later ruled out. Head computerized tomography(CT) revealed hypoattenuating area within the right frontal superior cortex with no visible intracranial hemorrhage or mass effect. Additionally, chronic appearance of left thalamic lacunar infarct was also noted. High intensity atorvastatin was initiated, and aspirin was continued. Magnetic resonance imaging(mr)I of the brain revealed bilateral acute supra and infratentorial infarcts, which were likely the source of altered mental status, largest in the right frontal lobe with a lesion of 2.5 cm corresponding with head CT. Additionally, there was also restricted diffusion in the cerebral hemisphere (right and left), central pons, right occipital lobe and bilaterally on the basal ganglia. The subject was diagnosed with minor stroke. Hospitalization was prolonged. The etiology of the stroke was ischemic, based on clinical symptoms and neuroimaging. Two days post index procedure, the subjects mentation returned to baseline and was feeling better. The subject however continued to have issues with gait with some improvement. Mental status exam improved from the previous day as well. Dual antiplatelet (dapt) therapy with aspirin and clopidogrel was continued and physio and occupational therapy along with cardiac rehibition were recommended for further improvement. Computed tomography angiography(cta) of the head and neck and medical optimization were recommended to reduce stroke risk factors. Four days post index procedure, the subjects condition improved. The subject was now able to speak in full sentences without any inappropriate giggling. The subjects gait also improved without any need for assistance. On the same day, the event was considered recovered and the subject was discharged on aspirin, clopidogrel and atorvastatin. Follow-up with the neurology stroke clinic was recommended in a month. It was further reported that during the index procedure, the subject had urinary incontinence and oozing. One day post index procedure, the subject had incomplete right bundle branch block(rbbb). No action was taken to treat the rbbb. On 25-sep-2020, nihss stroke score was noted to be 2: (1) best language: mild-to-moderate aphasia and (1) dysarthria: mild to moderate dysarthria. At the time of reporting, the event of rbbb was considered not recovered. It was further reported that 1 day post index procedure, an electrocardiogram (ECG) was used to revealed the incomplete rbbb. No action was taken for the event

Manufacturer narrative:
H3: device eval by manufacturer: the device was not returned to boston scientific(bsc) and therefore device analysis could not be completed. The valve was implanted in the patient. Procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific (bsc) quality engineer. 14 series of procedural media from a transcatheter aortic valve implantation procedure were reviewed. Balloon aortic valvuloplasty (bav) is performed on the calcified annulus. In series 5 a time-lapse of approximately 7 minutes has passed. The lotus edge valve is being visualized in the correct locking view, as the braid-marker is visualized on the non-coronary cusp (ncc) side of the valve. The valve is positioned at the annulus in the horizontal anatomy in series 5, and it is paused before lock as the posts and buckles are not meeting. In this series post-6 (p-6) does not appear twisted, as a tuning fork is clearly visible. The valve has a severe waist, most likely a result of the reported moderate calcification. It appears that the delivery system has adequate centralization. There is no evidence of guidewire bias. In series 6 and 7, a 3-minute and 4-minute time lapse has occurred respectively. The left coronary side of the valve appears to have a severe waist and there is a tuning fork present at p-6 in both series. In series 9 a contrast assessment is taking place, with adequate coronary perfusion visible. The valve appears to have been placed deeper and the severe waist of the valve has lessened. In series 11, after another time-lapse, the valve is released, and a contrast assessment is performed with no visible valvular insufficiency evident. The media provided does not have any recordings of the reported twisted post at p-6, and there are no recordings of the partial-resheaths that were performed to mitigate the reported event.